Event description:
Initial result for a patient t-uptake was below the measuring range. When repeated on another analyzer the result was 30. The incorrect result was not used to guide therapy. The issue appears sample specific, but the account was unable to provide additional sample for investigation.